Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they have been having a hard time getting the handset to connect to the pump to bolus. The patient stated when they are trying to connect to the handset, it will increase to 90 percent and then it will just sit there. It will not advance no matter what. She continued to move the communicator all around until it connects. The agent asked event date ¿ the patient stated that ¿since I got it.¿ she also gets error code 338 every time she boluses. The agent reviewed service code 338. While on the call patient mentioned they had the handset replaced in (B)(6) 2024 and the replacement did not resolve reported issue. The agent reviewed and redirected the patient to a healthcare provider (hcp). The patient will call back if they need additional assistance. Additional information was received a healthcare provider (hcp) stated that the software version of the programmer was 2.01460.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.